Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose se device with a 6f sheath after a coronary interventional procedure. Reportedly, the starclose se clip achieved hemostasis. The device was difficult to remove from the tissue tract. The safety release mechanism was used but the starclose se device could not be removed. Counter traction and pulling was used to remove the starclose se device. After device removal it was noted that the vessel locator wings appeared broken. No parts of the vessel locator wings were missing. There was no adverse patient effect. There was no clinically significant delay in the procedure or therapy. The operator is reportedly in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The difficult to remove the closure device could not be replicated in a testing environment. The reported wing retraction problem could not be replicated based on the returned device condition. The reported broken wings were confirmed. The reported event appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.